Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanting facility will not return explanted devices to the manufacturer for analysis and discard them during surgery; therefore, no analysis can be performed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient has been doing fine following replacement surgery. It was noted that no x-rays were taken following the high impedance observation and prior to the replacement surgery.

Event description:
It was reported that the vns patient¿s device showed high impedance. The patient attributed the high impedance observation to a recent event where the patient dropped a heavy object that he was carrying over his head. The patient was referred for surgery but no known surgical interventions have occurred to date. Clinic notes were received for the patient¿s office visit with his neurologist on (B)(6) 2014. The notes indicate that the patient went to the ER recently and was hospitalized. The reason for the ER visit and hospitalization is unclear. The patient had one full generalized seizure three weeks prior to the office visit which consisted of 3-4 minutes of shaking. Prior to the event, the patient¿s last seizure occurred a week after initial vns implant. The patient¿s device showed high impedance during the office visit (impedance value ¿ 8834 ohms). The notes indicate that the patient¿s device showed lead impedance within normal limits (impedance value ¿ 2015 ohms) at the patient¿s last office visit on (B)(6) 2014.